Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports irritation and redness on the cheeks and nose. The customer consulted with an md and was precribed a steroid cream.